Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was low. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was unavailable, and the device breathing circuit configuration was asked but unknown (asku). The asp stated that the customer had the device repaired by a third-party service provider, and that the customer refused to provide further information regarding the repair or final disposition of the device. No further service will be provided by philips for this event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).